Event description:
The st. Jude medical rep reported that the lead pulled back out of place resulting in ventricular non-capture and interfered with atrial capture while touching the atrial lead. The decision was made to explant and replace the lead.